Event description:
Reporter indicated that patient suffered from 7 grand mal seizures within a two-week period. It was reported that the patient did not have a history of grand mal seizures, but the frequency had increased. Both programming parameter adjustments and medication changes took place before, during and after this time.